Manufacturer narrative:
Imaging for this case was requested, however to date, it has not been received. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause for the reported vascular complication cannot be confirmed, however, patient and/or procedural factors likely contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field sales representative (fsr), during a transfemoral transcatheter aortic valve replacement (tavr) procedure an aortic dissection occurred and the patient expired. Per report, following implantation of a sapien valve a transesophageal echocardiogram (tee) showed an aortic root hematoma. Per report, the aortic hematoma worsened over the first few minutes, but was felt to be stable within the next 20 minutes. The dissection was not treated, and it was decided to monitor the patient closely within the next few hours. Within the hour, a second assessment was performed with no changes noted. However, three hours post tavr , a repeat tee revealed a worsening pericardial effusion. The decision was made to keep the patient under observation and drain it percutaneously, if necessary. Approximately, six hours post tavr the patient was found to have a dissected aorta. The patient coded and died.